Manufacturer narrative:
H10. D10. Concomitants - product information: 4894852 200-02-35 - three peg patella 35mm; 5129795 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t; 5165848 02-020-11-0240 - truliant ps cem fem ps cem left sz 4; 5168121 204-70-00 - tibial stem ext. Screw; 5174639 204-34-02 - fluted stem extension 25l x 14 mm. Updated/additional information ¿the prosthesis wear reported may have been the result of malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation and radiographs/ photographs and operative notes were not provided.

Manufacturer narrative:
Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had an initial left total knee arthroplasty on (B)(6) 2017, with no revision surgery reported. No other patient information/medical history reported. No radiographic images of the device are provided. No other information is available.